Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68517ud06. However, testing was performed utilizing retained kits of lot 68517ud06. All testing passed indicating the reagent lot is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot 68517ud06 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68517ud06 was identified.

Event description:
The customer reported imprecise alinity I tsh and ft4 results for one 68 year-old male patient hospitalized in the cardiovascular department. The results did not match results from a sample taken one day before from the same patient. The patient used nifedipine and atorvastatin between blood draws. The following data was provided: sid (B)(6) drawn (B)(6) 2025 at 6:15 am: tsh initial result = 0.31 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 20.21 pmol/l repeat results match from sample taken on (B)(6) 2025. Sample take from (B)(6) 2025 (afternoon): tsh initial result = 1.14 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 14.47 pmol/l repeat results match from sample taken on (B)(6) 2025. Tsh reference range: 0.35-4.94 uiu/ml ft4 reference range: 9.01-19.05 pmol/l there was no reported impact to patient management.

Event description:
The customer reported imprecise alinity I tsh and ft4 results for one 68-year-old male patient hospitalized in the cardiovascular department. The results did not match results from a sample taken one day before from the same patient. The patient used nifedipine and atorvastatin between blood draws. The following data was provided: sid (B)(6), drawn (B)(6) 2025 at 6:15 am: tsh initial result = 0.31 uiu/ml repeat results match from sample taken on (B)(6) 2025, ft4 initial result = 20.21 pmol/l repeat results match from sample taken on (B)(6) 2025. Sample take from (B)(6) 2025(afternoon): tsh initial result = 1.14 uiu/ml repeat results match from sample taken on (B)(6) 2025, ft4 initial result = 14.47 pmol/l repeat results match from sample taken on (B)(6) 2025. Tsh reference range: 0.35-4.94 uiu/ml ft4 reference range: 9.01-19.05 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
Correction final summary was for alinity I tsh list number 07p48-74 lot 68499ud06 documented under MFR# 3005094123-2025-00293-01. The investigation is not complete for alinity ft4 list 07p70-74 lot 68517ud06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported imprecise alinity I tsh and ft4 results for one 68 year-old male patient hospitalized in the cardiovascular department. The results did not match results from a sample taken one day before from the same patient. The patient used nifedipine and atorvastatin between blood draws. The following data was provided: sid (B)(6) drawn (B)(6) 2025 at 6:15 am: tsh initial result = 0.31 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 20.21 pmol/l repeat results match from sample taken on (B)(6) 2025. Sample take from (B)(6) 2025 (afternoon): tsh initial result = 1.14 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 14.47 pmol/l repeat results match from sample taken on (B)(6) 2025. Tsh reference range: 0.35-4.94 uiu/ml ft4 reference range: 9.01-19.05 pmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68499ud06. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I tsh reagent lot 68499ud06 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6). This report is being filed on an international product, list number 07p70-74 that has a similar product distributed in the us, list number 7p70, with 510k/PMA/bla number k173122.

Event description:
The customer reported imprecise alinity I tsh and ft4 results for one 68-year-old male patient hospitalized in the cardiovascular department. The results did not match results from a sample taken one day before from the same patient. The patient used nifedipine and atorvastatin between blood draws. The following data was provided: sid (B)(6) drawn (B)(6) 2025 at 6:15 am: tsh initial result = 0.31 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 20.21 pmol/l repeat results match from sample taken on (B)(6) 2025. Sample take from (B)(6) 2025 (afternoon): tsh initial result = 1.14 uiu/ml repeat results match from sample taken on (B)(6) 2025. Ft4 initial result = 14.47 pmol/l repeat results match from sample taken on (B)(6) 2025. Tsh reference range: 0.35-4.94 uiu/ml. Ft4 reference range: 9.01-19.05 pmol/l there was no reported impact to patient management.